Manufacturer narrative:
On (B)(6) 2018, haemonetics received a report from csl plasma regarding a pcs®2 plasma collection system which was having issues with the centrifuge motor not turning upon evaluation. Csl plasma's on-site biomed technician had determined that the centrifuge distribution board had failed due to one of the thermistor (rt1) subcomponents on the board burning out like a fuse. Haemonetics will provide csl plasma with a replacement centrifuge distribution board to be installed by their on-site technician. A replacement centrifuge distribution board will resolve this issue. The biomed technician will replace the board and perform all necessary calibrations to ensure the device meets manufacturer specifications prior to being returned to service. It cannot be determined at this time what has caused the rt1 thermistor component to fail, there have been no other reports of issues experienced with this device or the centrifuge motor on the device indicating any issues with the centrifuge distribution board. The rt1 component is a negative temperature coefficient (ntc) thermistor, which is typically used as an inrush current limiter. An inrush current limiter is an electrical component used to limit the incoming electrical current to the components of the device in order to avoid gradual electrical damage to components and to avoid blowing fuses or tripping circuit breakers. A cause of the failure of the rt1 component cannot be established at this time, it is not clear if the centrifuge distribution board was damaged from a power surge/power failure event, if it was damaged due to an electrostatic discharge (esd) during maintenance or routine cleaning, or if the electrical components within the device were damaged due to a physical external force during device transport or maintenance.

Event description:
On (B)(6) 2018, haemonetics received a report from csl plasma regarding a pcs®2 plasma collection system which had issue with the centrifuge not running. The device was evaluated by csl plasma's on site biomed technician who determined that the centrifuge issue was caused by a failed centrifuge distribution board. Upon further inspection the biomed technician discovered that the subcomponent rt1 on the centrifuge distribution board was burnt out, rendering the board faulty. Csl plasma has requested a replacement centrifuge distribution board to be sent to their center to be installed by the on-site biomed technician. This failure was discovered prior to a donor or patient being introduced to the machine, there was no donor/patient involvement. No injuries resulted from this incident.